Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. This issue was found during testing. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was suspected that it was a display issue and the customer was provided with part information and ordered a lcd and display. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance and confirmed the reported issue. The asp replaced the lcd and touchframe assembly to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed and was returned to service.